Event description:
The customer reported a camera iris error, and that they could not use the system. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.